Manufacturer narrative:
The device was received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a crack and missing piece from reservoir compartment. Customer does not know how damage occurred. Customer's blood glucose was 329 mg/dl, which was treated with novolog pen. Customer believes high blood glucose was due to crack on insulin pump. Customer was advised that insulin pump would need to be replaced. No further information provided.